Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There was no patient injury. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 07/30/2014.

Manufacturer narrative:
Review of the cryoconsole failure files confirm system notice message #50005 "leak detection". The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 7 injections. The reported issue has been confirmed through testing; the catheter failed the performance test due to system notice message #50005. Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.39 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.